Event description:
Caller reports lancet protrudes beyond the end cap of the safe-t-pro device. Caller states that there were three occurences of lancets not retracting, and one incident of a staff member being stuck with a protruding lancet after sticking a patient. Staff member was given a blood test for bloodborne pathogens, which was negative. No further medical attention was needed or sought. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.